Event description:
It was reported that during coil embolization of common hepatic artery procedure, resistance was encountered when moving the subject coil in and out of the catheter and premature detachment occurred during manipulation. Thus, the coil and the catheter was removed together. The proximal part of the subject coil was found stretched. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu (except continuous flush was not set up and maintained throughout the clinical procedure), the tortuosity of the patient's anatomy was normal, the device was used with an excelsior 1018 microcatheter, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, the coil was advanced slowly and gently without applying excessive force, there was no torque given where advancing the delivery wire, and the proximal part of the coil was stretched. In the case of this complaint, it is probable that lack of continuous flush contributed to the reported event. Per the dfu: "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". An assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during coil embolization of common hepatic artery procedure, resistance was encountered when moving the subject coil in and out of the catheter and premature detachment occurred during manipulation. Thus, the coil and the catheter was removed together. The proximal part of the subject coil was found stretched. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.